Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 15988 was returned and analyzed. External visual inspection of the electrical handle segment showed the female coaxial connector was detached from the rear strain relief. The catheter smart chip data was reviewed. Data indicated the catheter was used for 5 applications. However, the catheter usage date recorded on the smart chip (B)(6) 2024 did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection.) During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. In conclusion, the balloon catheter failed the returned product inspection due to the female coaxial connector detached from the rear strain relief and a double balloon breach was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature was colder than expected and erratic fluctuations were observed. The balloon catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.